Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to dirt on the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center intermittently displayed error messages e315 and e316. The customer could not reproduce the errors but felt that the socket connector on the clv-190/video system center may have corrosion and the issue may have been resolved by inserting and removing the scope, which burnished the connector. The customer was unsure which unit was being used, the clv-190 (serial # (B)(6) or the cv-190 (serial #(B)(6). The patient was not in the room. With the units in question on the travel cart in the shop, the customer was unable to recreate the problem. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6), (clv-190/serial # (B)(6).